Event description:
They were suturing when the robotic megasuture cut needle driver (catalog no. 470309) with sn (B)(4) broke and wires exposed. Instrument intact and left on managers desk for manufacturer review. FDA safety report ID# (B)(4).